Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user attempted to recover the drawer, but the cubie does not pop out as prompted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: penn state health lancaster penn state health lancaster. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies failed that would not recover. Couple of the cubies had rewrite errors. A field service engineer (fse) was able to recover the unit upon arrival, but the device had already automatically emptied the cubie. The cubie itself remained usable without issue, but the medication needed to be reloaded. A full inspection was performed, confirming that there were no foil or debris on any of the roll boards and that all connections were secure. Fse performed general inspection on the rear of the drawer modules was also completed. Some debris was removed, and a few medications that had fallen behind the unit were returned to the customer. On preventative maintenance fse did general cleaning and inspection and verified all cable connections were tight and there was no damage to the cabling material. The system functioned as intended after the field service engineer repaired the device.